Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On approximately (B)(6) 2026, the patient experienced hyperglycemia but no specific symptoms were reported. The patient went to the hospital and when a fingerstick was taken, the cgm reading was 260 mg/dl, and the blood glucose reading was 432 mg/dl. Ketones were not present. The patient was treated with intravenous fluids and 10 units of insulin via injection. The patient was discharged after 3 hours. At the time of the report the patient´s current condition was unknown. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.